Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on xihibit central station while in use on (B)(6) 2016. Loss of telemetry monitoring at the central station is a reportable event because the patient(s) is not being monitored. The clinician has no notification of a potential life threatening situation placing the patient at risk of harm. No injury was reported. Should this event reoccur, patient harm could occur.

Manufacturer narrative:
A spacelabs field service engineer was dispatched to repair the device. Fse replaced hard drive and reloaded software which resolved the issue (xhibit central blanks out). The repaired unit passed all functional tests and was returned to service by the customer. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.